Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not using cartridge per IFU).

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a occlusion issue. The reporter stated that the patient had a blood glucose (bg) of over 500mg with polydipsia and symptoms of dehydration. The patient did not receive treatment above and beyond the usual routine care of diabetes management. After cancellation, the bolus was less than needed so it was not delivered. Customer support reviewed the technique and it was determined that the patient was not using the cartridge per IFU. This report is being made due to bg excursion the patient experienced due to misuse of the cartridge.

Manufacturer narrative:
The retained cartridge was evaluated by product analysis on xx/xx/xxxx with the following findings: evaluation revealed that the retained cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.